Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had foreign matter on the needle. No serious injury or medical intervention was reported. Verbatim: "after remove the IV shield, and before use, nurse found there was white fm on the needle cannula. 1ea occurred such issue, pic attached."

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had foreign matter on the needle. No serious injury or medical intervention was reported. After remove the IV shield, and before use, nurse found there was white fm on the needle cannula. 1ea occrred such issue. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had foreign matter on the needle. No serious injury or medical intervention was reported. Verbatim: after remove the IV shield, and before use, nurse found there was white fm on the needle cannula. 1ea occrred such issue.